Manufacturer narrative:
The device was received for evaluation. During functional testing, 'had door latch error, close door in error found during testing was reproduced as a system error 320. A review of the event history log revealed system error 320. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an faulty upper latch switch. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a door latch error during testing. There was no patient involvement. No additional information is available.